Manufacturer narrative:
Current info is insufficient to permit a conclusion as to the cause of the event. The lot # of the product was not provided to carry out a review of the device history record.

Event description:
Revision surgery carried out on an implant that was originally implanted in 2004. Exact date of original surgery is known. Pt is said to be doing well post procedure.